Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead . Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient is not getting reliable relief from the ins. It is suspected that the patient's leads have moved. The patient reported going to the doctor numerous times, but they have had difficulty programming the ins to provide sufficient relief. No further information was reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported that the unstable lumbar vertebrae (spondylolisthesis) were not a result of the device/therapy and that it was not an unexpected complication. No further lead migration was seen. The patient was considering an operation to treat/correct their spondylolisthesis (unrelated operation). No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the leads moving and not getting sufficient relief was possibly due to the patient's vertebrae moving. It was noted that x-rays were taken and multiple reprogramming sessions took place but the issue had not resolved. The patient was going to meet with their surgeon. No further complications were reported.